Event description:
It was reported that during a routine device change out procedure this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, measuring greater than 200 ohms. The device was re-programmed and remains in service. No adverse patient effects were reported.